Event description:
A report was received that a patient's lead was protruding through her wound. Lead protrusion is visible and was confirmed by the physician. The patient underwent a revision procedure wherein the lead was explanted and one port plug was implanted. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.